Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient was admitted into the hospital with diabetic ketoacidosis. The blood glucose results were not provided. The type of treatment provided at the hospital was unknown. The patient was released from the hospital on (B)(6) 2022. No further information was provided.